Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and main body (light blue) of the minicap transfer set; further described as ¿the dark blue screw came off the light blue part¿. This occurred when disconnecting after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual device was not available; however (five) photographs of the sample were provided for evaluation. The photographs were visually inspected which showed a separation between the female connector and the main body. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.